Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A pericardial effusion was noted prior to the procedure. When doing the transseptal puncture, imaging the location of the transseptal system was difficult and was attempted two times prior to a successful puncture. A transesophageal echo (tee) sweep for an effusion was done immediately after the transseptal puncture and no growing pericardial effusion was noted. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm flx device was attempted but no stable device was obtained. The 27mm flx device was fully recaptured, removed from the body, and an effusion sweep on tee was performed. The pericardial effusion was noted to be larger than the baseline effusion. The amount of change in the pericardial effusion was not measured. The patient had a temporary decrease in blood pressure, but no changes in heart rate. The effusion was watched for approximately 3-5 minutes and appeared to be stable. A 24mm device was then implanted successfully without any changes to the effusion noted. After the procedure, protamine was given, and the effusion was monitored for 30 minutes. The patient was discharged.